Event description:
It was reported that during an unknown surgery, after fired, the knife moved to the distal end but could not return knife automatically. Used reverse button to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: since ntlc55it is a manual device and doesn't have a ""reverse button"": 1. Please provide more details about the device quality issue. Difficult to return the knife after the fire. The surgeon felt great resistance. 2. Was the device locked on tissue with the jaws closed? No. Did the device eventually open? Yes. Did the knife fully return to home position? No. Was the knife visibly exposed? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.